Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. After investigation the results indicated a reportable malfunction due to the peeled dso seal. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that both front screens had cracked. Device evaluation revealed a peeling downstream occlusion (dso) seal. There was unknown patient involvement, and unknown signs or symptoms experienced.